Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The controller event log file contained data spanning from (B)(6) 2019 at 01:34:43 through (B)(6) 2019 at 08:51:40, and appeared to have captured the pump operating as intended. It was reported that the patient had an elevated ldh of 563u/l. Additional information was requested from the account; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is2 months, 29 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had an ldh of 563. Review of the log file by technical services showed no unusual events within the log file.